Event description:
It was reported that a smiths medical pumphigh pressure alarm every time new cassette is placed. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received intact with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not examined. To further investigate, functional test was performed. The customer reported issue could not be duplicated at time of investigation. The device was tested 3 times and all 3 test passed within the internal specification. However, the downstream sensor will be replaced as a preventive measure.